Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Reportedly, the customer did not remove residual air from the cartridge prior to filling the cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to the customer's blood glucose level.